Manufacturer narrative:
(B) (4): (B) (4).

Event description:
The complainant reports in under delivery. The reporter indicated that the intended delivery was amount was 1500ml at a rate of 125ml/hr which would result in a delivery time frame of 12 hours. However, after 20 hours, the pt had received 1100ml of feed.